Event description:
It was reported the patient experienced incisional pain and drainage with associated chills. The patient had an infection at the pump site. The patient had a pump and catheter revision on (B)(6) 2014 {refer to manufacturer report # 3004209178-2014-20072} with sequela of infection and removal of the pump on (B)(6) 2014. The pump was being used to deliver morphine. The date of onset/diagnosis of the infection, if perioperative antibiotics were administered, if a culture was obtained and the type of organism were unknown. The patient outcome was also not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the pump was removed due to mrsa infection. The patient experienced incisional wound opening. The patient was receiving bupivacaine, prialt baclofen and dilaudid via the implantable infusion pump. No further complication was reported.